Event description:
Facility reported dialyzers having blood leaks on the second or third use. Blood loss approximately 150cc. Treatment stopped and reinitiated with a new dialyzer. No patient injury. Sample is available for evaluation.